Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4)

Event description:
Treatment of an unruptured sidewall aneurysm (unknown dimensions). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil despite manipulation and rotating the pushwire approximately 7 times. The pipeline could not be released from the capture coil; therefore, the pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. No patient injury was reported as a result of the procedure.